Event description:
Pump was in use on 6-day-old infant to infuse IV fluid. A significant infiltration occurred with no alarms indicating occlusion. This pump was labeled "pedi" meaning it was one of hosp pumps supposedly altered to deliver fluid at lowest possible psi setting continuously ie without advancing pressure. This infiltration on infant's foot was significant enough to cause tissue damage.